Event description:
(B)(6) reported csz warm air blanket had many loose blue discs flying around during several of their procedures. Two of these were found in the patient's mouth during extubation. (B)(4).

Manufacturer narrative:
Initial evaluation of filtered flo blanket confirmed the occurrence of loose chads on the blanket surface. Csz has investigated the occurrence of loose chads for the root cause and possible follow up corrective actions. As part of this investigation csz has made a follow up visit to (B)(6). Corrections have been made. The identified root cause is a need to increase preventive maintenance during the manufacturing process. (B)(4). A supplemental MDR will be submitted when remedial action has been evaluated.